Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 lim, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to charging difficulties and suspected bovie damage from a previous surgery. The patient was reportedly doing well following the procedure.